Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in california reported via food and drug administration (FDA) that the tubing of an ojr412 optiflow junior 2 nasal cannula detached from the cannula end during use. There was no reported patient consequence.